Event description:
Device has been explanted.

Manufacturer narrative:
Cont. H.6. Health impact-f1905-device revision or replacement.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported a right side rupture and pain. Device remains implanted.